Manufacturer narrative:
It was reported the lip or cap of the gastrostomy tube infusion port does not remain close after multiple uses. This has caused food and medicine to leak from the tube. Due to the continued leaking the gastrostomy tube was removed a replaced. It is unknown how long the gastrostomy tube was in place before the lip/cap began to leak. Sample was returned, a root cause was not determined but user error cannot be ruled out. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a gastrostomy tube leaked and had to be replaced.